Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "maintenance required code 1" (atmospheric transducer offset failure), "maintenance required code 2" (drive transducer offset failure) and maintenance required code 3" (balloon transducer offset failure) alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported event. The company representative verified that the drive transducer was out of calibration and therefore, replaced the drive transducer (part number 0682-00-0076-01). The company representative performed calibration, functional and safety tests. The unit met factory specifications and was returned to the customer. The issue was narrowed down to known insufficient curing of epoxy on the transducer that resides within drive manifold. Due to increase in the number of transducer (part number 0682-00-0076) failures, CAPA was initiated. It was concluded earlier that the cure time the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at (B)(4) to more effectively screen out the impedance failures. Health hazard evaluation determined the risk associated with this failure mode is none/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with manufactured codes later than (B)(4) 2011.